Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibit that the image was too dim and could not be adjust during a therapeutic surgical procedure. There was no patient harm.